Event description:
It was reported that the user experienced a low blood glucose of 54 mg/dl at a healthcare provider¿s office that was treated with juice, after which blood glucose remained between 180 and 210 mg/dl while using the ilet with humalog following a recent switch from fiasp; the user inquired about the need for a factory reset and requested to speak with the clinical management liaison. Symptoms included hypoglycemia followed by hyperglycemia. Outcomes included no alarms and no hospitalization. Investigation included troubleshooting and education with assignment for additional training. Investigation of this case revealed no device alerts or malfunctions reported, with contributing factors possibly including recent insulin formulation change and oral glucose intake. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.